Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A probable cause could not be determined via data. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The probable cause was determined to be caused by the smart device platform/operating system.